Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the device ds2 not blowing, touch screen goes off. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, the pil has conducted or coordinated a lab investigation for this complaint material which may result in the repair evaluation being unnecessary. Please refer on linv task. During the investigation, pil observed an unknown contaminant on the water tank lid. An unknown dust contaminant and hair-like particles were observed on the water tank seal. An unknown dust contaminant and a cloudy film was observed on the water tank. An unknown dust contaminant and evidence of liquid ingress were observed on the ui display bezel. The ui ribbon cable appeared to have burn marks on it, likely due to burning/corrosion on the pca. The device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
In this report, section h - device problem code, evaluation results code, component code and conclusion code has been updated.